Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas c 303 analytical unit. The sample initially resulted in a sodium value of 125 mmol/l. The result did not match the patient's history, so the sample was repeated on a second analyzer. The repeat result was 133 mmol/l and was deemed correct.

Manufacturer narrative:
The field service engineer noticed the electrode required additional conditioning. To address the issue, the engineer ran wash maintenance on the analyzer. An ise check, calibration, and controls were run. The patient samples were re-tested on two different analyzers to ensure the results were accurate. The investigation determined the service actions resolved the issue.